Event description:
It was reported that an ultra set continuous ambulatory peritoneal dialysis (capd) disposable disconnect y-set was leaking. The leak was further described as, "leaked out due the seal round the tubing to the drain bag is not completely sealed". This occurred during the drain phase of capd therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted an incomplete port seal. The reported condition was verified. The cause of the condition was a manufacturing related issue occurring during the welding process in production. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.